Event description:
It was reported that when using the bd pyxis¿ medbank tower, its cubie lid was not opened.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its cubie lid was not opened. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid did not open. A technical support specialist logged into mql and identified an issue transaction for the item, despite the cubie in bin 02-14 not being able to stay in the pocket after it had fully popped out. User inspected the cubie hooks and drawer board and reported no visible issues. Mql still showed the item assigned to bin 02-14, but no one onsite had user rights to de-assign it. It was advised that the cubie might be faulty, as it was the only one not staying in place. The user was contacted to explain the di and issue, and to request de-assignment of the cubie and shipment of a replacement for stocking. The system functioned as intended after the technical support specialist verified the device.